Event description:
During remote follow-up, undersensing was observed on the right ventricular lead. Abbott technical support was contacted and confirmed the event. No intervention was performed at this time and the physician elected to monitor the patient. The patient was in stable condition.